Manufacturer narrative:
The left and right monitors were shipped by the manufacturer to the customer for installation by the customer's biomedical department. No additional service information is available.

Event description:
The customer reported, the image quality on the left and right monitors was degraded and the monitors needed to be replaced. No patient injury was reported.